Manufacturer narrative:
Concomitant medical products: pfizer 50ml iso-osmotic bag of zosyn 3.375, (B)(4), code 263576, lot number ln098970, exp 16 sept 2016; baxter 680ml bag of nacl injection usp, (B)(4), lot number y008276, exp jul 2017, therapy date 02/10/2016 the customer¿s report with the secondary medication container and tubing emptying faster than expected was confirmed and replicated, however not with the initially reported device. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that on (B)(6) 2016 at 12:29 am, a primary infusion of 0.9% normal saline was programmed to infuse at 30ml/hr with a vtbi of 500ml. A secondary infusion of zosyn® 3.37gram/50ml was then programmed to infuse at 100ml/hr with a vtbi of 50ml. Eight minutes later the infusion was paused, and less than one minute after that the device was channeled off. The total infusion time was 8 minutes and 30 seconds; the total (secondary) volume infused recorded was 14.13ml. Rate accuracy testing was performed using the received devices, tubing, and medication containers. The pump module passed standard rate accuracy testing and was found to be well within specification. However, during testing of the module it was noted that the secondary medication container was draining much faster than the programmed rate of 100ml/hr; when the module was paused and the downstream roller clamp was engaged the secondary medication container continued draining. No leaks were detected along the tubing, connections, or y-sites, and it was determined that a faulty check valve on the primary set was allowing secondary fluid to run up into the primary bag. The proximate cause of the customer¿s report was determined to be a faulty check valve on the primary set.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a patient was to receive a secondary infusion of zoysn 3.375 gm in 50ml at 0026. The medication bag was back primed from the primary bag and the channel was programmed to infuse the secondary at 100ml/hr, which equated to 30 mins per the order. At 0038 the nurse noted that the zoysn bag was empty and the secondary tubing was also empty. There is no report of patient harm or medical intervention.